Manufacturer narrative:
(B)(4). Customer has indicated that the device will not be returned for evaluation as it is still implanted.

Event description:
It has been reported that during the placement of a fraction correction plate, a screw was fractured when inserted, tightening and loosened. The surgeon was attempting to change the trajectory of the screw when it was realized that the screw fractured. No adverse events have been reported as a result of the malfunction.